Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported helix anomaly was confirmed in the laboratory. X-ray analysis showed the helix screw to be partially bent and leaning to one side of the barrel. The observed anomaly would cause the reported event.

Event description:
It was reported that prior to implant, the helix was not properly extendable. This lead was not used.